Event description:
It was reported that sensing noise, high capture threshold, and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.